Event description:
It was reported that the patient passed out and fell. The patient was admitted into the hospital. The pulse generator exhibited intermittent loss of pacing output. The right ventricular lead exhibited a capture and lead impedance anomaly. The device and right ventricular lead were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Should have been lead was capped rather than explanted.

Event description:
New information states that the lead was capped and replaced successfully on (B)(6)2017.

Manufacturer narrative:
New information manufacture date.